Event description:
While on a pt the ventilator failed. No injury occurred, swapped out ventilator. Synchronized intermittent mandatory ventilation rate was fluctuating from 4 to 36 while set to 16. Alarms were present but not documented. Settings unk. The biomed dept looked at all the potentiometers on the front panel and 8 had erratic operation. These also measured erratic with a resistance check. The unit is not back in service as they are waiting parts.